Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain/ pain/ chronic pelvic pain/pain: pelvic area'), uterine perforation ('left essure coil might have perforated the uterus/malposition of left essure/patent left fallopian tube is seen'), endometritis ('persistent endometritis'), genital haemorrhage ('irregular bleeding') and haemorrhagic cyst ('3-cm hemorrhagic cyst in the right ovary') in a 34-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes on (B)(6) 2013, cesarean section in 2002, breast lump removal, gravida I and parity 1. Concurrent conditions included hypertension since (B)(6) 2013. Concomitant products included insulin since 1981, levothyroxine since (B)(6) 2009, losartan since (B)(6) 2009, metronidazole since (B)(6) 2006 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("irregular spotting/abnormal bleeding (vaginal)") and pelvic discomfort ("discomfort"). On (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia/ prolonged menstrual period with moderate bleeding and some clots/ heavy menses/abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced metrorrhagia ("intermenstrual spotting/ bleeding between periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstruation irregular ("irregular menses/ irregular periods"), vaginal discharge ("discharge/ persistent vaginal discharge"), abdominal pain ("right sided abdominal pain"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), back pain ("severe bilateral back pain"), abdominal pain lower ("lower abdominal pain/ left lower quadrant pain") and menometrorrhagia ("recurrent menometrorrhagia"). The patient was treated with antibiotics, clindamycin hydrochloride (cleocin), fluconazole (diflucan), ibuprofen (motrin), medroxyprogesterone acetate (provera), metronidazole (flagyl), vicodin (lorcet) and surgery (endometrial ablation on (B)(6) 2006 and laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease and endometritis had resolved, the pelvic pain was resolving and the uterine perforation, genital haemorrhage, haemorrhagic cyst, menorrhagia, menstruation irregular, dyspareunia, vaginal discharge, vaginal haemorrhage, pelvic discomfort, abdominal pain, metrorrhagia, vulvovaginal pruritus, vulvovaginal burning sensation, back pain, abdominal pain lower, dysmenorrhoea, menometrorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, haemorrhagic cyst, headache, menometrorrhagia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic discomfort, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: insertion detail: the left tube had three trailing coils. The right tube had seven trailing coils. Excellent placement was ensured. From (B)(6) 2010 until (B)(6) 2012, plaintiff presented women¿s care with complaints of intermenstrual spotting that began in (B)(6) 2010. She was prescribed provera 10mg and underwent a pelvic ultrasound. On (B)(6) 2010, plaintiff presented to women¿s care with complaints of persistent vaginal discharge, itching and burning. She was prescribed diflucan, flagyl and cleocin cream. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. She was prescribed motrin 800 mg and lorcet. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: left essure may have perforated tube or uterus. Hysterosalpingogram - on (B)(6) 2006: patent left fallopian tube was seen after much pressure was required to pass contrast beyond the essure tube in the left fallopian tube and the right fallopian tube appears to be occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded), malposition of essure device. Nuclear magnetic resonance imaging - on (B)(6) 2006: results: showed a 3-cm hemorrhagic cyst in the right ovary. Ultrasound pelvis - on (B)(6) 2013: left essure coil might have perforated the uterus and showed a small fibroid. Ultrasound scan vagina - on (B)(6) 2010: endovaginal ultrasound that was unremarkable. No problems were noted in the uterus nor were any cystic structures noted. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, endometritis,pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, menometrorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain/ pain/ chronic pelvic pain/pain: pelvic area'), uterine perforation ('left essure coil might have perforated the uterus/malposition of left essure/patent left fallopian tube is seen'), endometritis ('persistent endometritis'), genital haemorrhage ('irregular bleeding') and haemorrhagic cyst ('3-cm hemorrhagic cyst in the right ovary') in a 34-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes on (B)(6) 2013, cesarean section in 2002, breast lump removal, gravida I and parity 1. Concurrent conditions included hypertension since (B)(6) 2013. Concomitant products included insulin since 1981, levothyroxine since (B)(6) 2009, losartan since (B)(6) 2009, metronidazole since (B)(6) 2006 and paracetamol (acetaminophen). In 2005, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced painful intercourse ("painful intercourse/ dyspareunia") and the second episode of dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("irregular spotting/abnormal bleeding (vaginal)") and pelvic discomfort ("discomfort"). On (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia/ prolonged menstrual period with moderate bleeding and some clots/ heavy menses/abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced metrorrhagia ("intermenstrual spotting/ bleeding between periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstruation irregular ("irregular menses/ irregular periods"), the first episode of abdominal pain ("abdominal pains"), vaginal discharge ("discharge/ persistent vaginal discharge"), the second episode of abdominal pain ("right sided abdominal pain"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), back pain ("severe bilateral back pain"), abdominal pain lower ("lower abdominal pain/ left lower quadrant pain") and menometrorrhagia ("recurrent menometrorrhagia"). The patient was treated with antibiotics, clindamycin hydrochloride (cleocin), fluconazole (diflucan), ibuprofen (motrin), medroxyprogesterone acetate (provera), metronidazole (flagyl), vicodin (lorcet) and surgery (endometrial ablation on (B)(6) 2006 and laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease and endometritis had resolved, the pelvic pain was resolving and the uterine perforation, genital haemorrhage, haemorrhagic cyst, menorrhagia, menstruation irregular, painful intercourse, vaginal discharge, vaginal haemorrhage, pelvic discomfort, the last episode of abdominal pain, metrorrhagia, vulvovaginal pruritus, vulvovaginal burning sensation, back pain, abdominal pain lower, the last episode of dysmenorrhoea, menometrorrhagia, depression, anxiety, migraine, headache and dyspareunia outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain lower, anxiety, back pain, depression, dyspareunia, endometritis, genital haemorrhage, haemorrhagic cyst, headache, menometrorrhagia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic discomfort, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus, the first episode of abdominal pain, the first episode of dysmenorrhoea, painful intercourse, the second episode of abdominal pain and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: insertion detail: the left tube had three trailing coils. The right tube had seven trailing coils. Excellent placement was ensured. From (B)(6) 2010 until (B)(6) 2012, plaintiff presented women¿s care with complaints of intermenstrual spotting that began in (B)(6) 2010. She was prescribed provera 10mg and underwent a pelvic ultrasound. On (B)(6) 2010, plaintiff presented to women¿s care with complaints of persistent vaginal discharge, itching and burning. She was prescribed diflucan, flagyl and cleocin cream. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. She was prescribed motrin 800 mg and lorcet. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: left essure may have perforated tube or uterus. Hysterosalpingogram - on (B)(6) 2006: patent left fallopian tube was seen after much pressure was required to pass contrast beyond the essure tube in the left fallopian tube and the right fallopian tube appears to be occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded), malposition of essure device. Nuclear magnetic resonance imaging - on (B)(6) 2006: results: showed a 3-cm hemorrhagic cyst in the right ovary. Ultrasound pelvis - on (B)(6) 2013: left essure coil might have perforated the uterus and showed a small fibroid. Ultrasound scan vagina - on (B)(6) 2010: endovaginal ultrasound that was unremarkable. No problems were noted in the uterus nor were any cystic structures noted. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, endometritis,pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, menometrorrhagia." Most recent follow-up information incorporated above includes: on 20-may-2019: all the documents and references were transferred from the deleted duplicate case: (B)(4) to the current case: (B)(4).this case is medically confirmed. Reporter information was added. This case concerns 34 year old patient. Her demographic was added. Her historical and concurrent conditions were added. Lab data was added. Essure indication was amended. Essure lot number was added. Her concomitant medications were added. Per medical record event: pelvic inflammatory disease was added. Per plaintiff fact sheet following events: depression, mental anguish, migraines, headaches, (dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. She had recovered from following events: pelvic inflammatory disease and endometritis and recovering from pelvic pain. Event device ineffective clubbed with uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ chronic pelvic pain"), uterine perforation ("left essure coil might have perforated the uterus"), endometritis ("persistent endometritis"), genital haemorrhage ("irregular bleeding") and haemorrhagic cyst ("3-cm hemorrhagic cyst in the right ovary") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "patent left fallopian tube is seen". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 3 months 3 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("irregular spotting") and pelvic discomfort ("discomfort"). In (B)(6) 2010, the patient experienced metrorrhagia ("intermenstrual spotting/ bleeding between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menorrhagia ("menorrhagia/ prolonged menstrual period with moderate bleeding and some clots/ heavy menses"), menstruation irregular ("irregular menses/ irregular periods"), dyspareunia ("painful intercourse/ dyspareunia"), the first episode of abdominal pain ("abdominal pains"), vaginal discharge ("discharge/ persistent vaginal discharge"), the second episode of abdominal pain ("right sided abdominal pain"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), back pain ("severe bilateral back pain"), abdominal pain lower ("lower abdominal pain/ left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("recurrent menometrorrhagia"). The patient was treated with antibiotics, antibiotics, medroxyprogesterone acetate (provera), ibuprofen (motrin), vicodin (lorcet), fluconazole (diflucan), metronidazole (flagyl), clindamycin hydrochloride (cleocin), surgery (laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy), surgery (laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2006). Essure (ess205) was removed on (B)(6) -2013. At the time of the report, the pelvic pain, uterine perforation, endometritis, genital haemorrhage, haemorrhagic cyst, menorrhagia, menstruation irregular, dyspareunia, vaginal discharge, vaginal haemorrhage, pelvic discomfort, the last episode of abdominal pain, metrorrhagia, vulvovaginal pruritus, vulvovaginal burning sensation, back pain, abdominal pain lower, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, haemorrhagic cyst, menometrorrhagia, menorrhagia, menstruation irregular, metrorrhagia, pelvic discomfort, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: from (B)(6) 2010 until (B)(6) 2012, plaintiff presented women¿s care with complaints of intermenstrual spotting that began in (B)(6) 2010. She was prescribed provera 10mg and underwent a pelvic ultrasound. On (B)(6) 2010, plaintiff presented to women¿s care with complaints of persistent vaginal discharge, itching and burning. She was prescribed diflucan, flagyl and cleocin cream. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. She was prescribed motrin 800 mg and lorcet. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on 20-sep-2006: showed a 3-cm hemorrhagic cyst in the right ovary on (B)(6) 2006, plaintiff underwent a hysterosalpingogram (hsg) test, the report stated patent left fallopian tube was seen after much pressure was required to pass contrast beyond the essure tube in the left fallopian tube and the right fallopian tube appears to be occluded. She underwent a pelvic ultrasound on an unspecified date. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. On (B)(6) 2013, she underwent a pelvic and transvaginal ultrasound which indicated the left essure coil might have perforated the uterus and showed a small fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain/ pain/ chronic pelvic pain/pain: pelvic area'), uterine perforation ('left essure coil might have perforated the uterus/malposition of left essure/patent left fallopian tube is seen'), endometritis ('persistent endometritis'), genital haemorrhage ('irregular bleeding') and haemorrhagic cyst ('3-cm hemorrhagic cyst in the right ovary') in a 34-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes on (B)(6) 2013, cesarean section in 2002, breast lump removal, gravida I and parity 1. Concurrent conditions included hypertension since (B)(6) 2013. Concomitant products included insulin since 1981, levothyroxine since (B)(6) 2009, losartan since (B)(6) 2009, metronidazole since (B)(6) 2006 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure (ess205). On (B)(6)2006, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("irregular spotting/abnormal bleeding (vaginal)") and pelvic discomfort ("discomfort"). On (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia/ prolonged menstrual period with moderate bleeding and some clots/ heavy menses/abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced metrorrhagia ("intermenstrual spotting/ bleeding between periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstruation irregular ("irregular menses/ irregular periods"), vaginal discharge ("discharge/ persistent vaginal discharge"), abdominal pain ("right sided abdominal pain"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), back pain ("severe bilateral back pain"), abdominal pain lower ("lower abdominal pain/ left lower quadrant pain"), menometrorrhagia ("recurrent menometrorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with antibiotics, clindamycin phosphate (cleocin), fluconazole (diflucan), medroxyprogesterone acetate (provera), , and surgery (endometrial ablation on (B)(6) 2006, (B)(6) 2005 and laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, endometritis, genital haemorrhage, menorrhagia, vaginal discharge, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the uterine perforation, haemorrhagic cyst, menstruation irregular, dyspareunia, pelvic discomfort, abdominal pain, metrorrhagia, vulvovaginal pruritus, vulvovaginal burning sensation, back pain, abdominal pain lower, dysmenorrhoea, menometrorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, haemorrhagic cyst, headache, menometrorrhagia, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: insertion detail: the left tube had three trailing coils. The right tube had seven trailing coils. Excellent placement was ensured. From (B)(6) 2010 until (B)(6) 2012, plaintiff presented women¿s care with complaints of intermenstrual spotting that began in (B)(6) 2010. She was prescribed provera 10mg and underwent a pelvic ultrasound. On (B)(6) 2010, plaintiff presented to women¿s care with complaints of persistent vaginal discharge, itching and burning. She was prescribed diflucan, flagyl and cleocin cream. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. She was prescribed motrin 800 mg and lorcet. Patient received treatment for bladder problems an urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: left essure may have perforated tube or uterus. Hysterosalpingogram - on (B)(6) 2006: patent left fallopian tube was seen after much pressure was required to pass contrast beyond the essure tube in the left fallopian tube and the right fallopian tube appears to be occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded), malposition of essure device. Magnetic resonance imaging - on (B)(6) 2006: results: showed a 3-cm hemorrhagic cyst in the right ovary. Ultrasound pelvis - on (B)(6) 2013: left essure coil might have perforated the uterus and showed a small fibroid. Ultrasound scan vagina - on (B)(6) 2010: endovaginal ultrasound that was unremarkable. No problems were noted in the uterus nor were any cystic structures noted. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, endometritis,pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, menometrorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: bladder problems, urinary problems were added. Event outcome, rcc commetns added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain/ pain/ chronic pelvic pain/pain: pelvic area'), uterine perforation ('left essure coil might have perforated the uterus/malposition of left essure/patent left fallopian tube is seen'), endometritis ('persistent endometritis'), genital haemorrhage ('irregular bleeding') and haemorrhagic cyst ('3-cm hemorrhagic cyst in the right ovary') in a 34-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes on (B)(6)2013, cesarean section in 2002, breast lump removal, gravida I, parity 1, leiomyoma nos and paratubal cyst. Concurrent conditions included hypertension since (B)(6)2013. Concomitant products included insulin since 1981, levothyroxine since (B)(6) 2009, losartan since (B)(6) 2009, metronidazole since (B)(6) 2006 and paracetamol (acetaminophen). On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure (ess205). On (B)(6)2006, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6)2006, the patient experienced vaginal haemorrhage ("irregular spotting/abnormal bleeding (vaginal)") and pelvic discomfort ("discomfort"). On (B)(6)2007, the patient experienced heavy menstrual bleeding ("menorrhagia/ prolonged menstrual period with moderate bleeding and some clots/ heavy menses/abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced intermenstrual bleeding ("intermenstrual spotting/ bleeding between periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstruation irregular ("irregular menses/ irregular periods"), vaginal discharge ("discharge/ persistent vaginal discharge"), abdominal pain ("right sided abdominal pain"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), back pain ("severe bilateral back pain"), abdominal pain lower ("lower abdominal pain/ left lower quadrant pain"), menometrorrhagia ("recurrent menometrorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with antibiotics, clindamycin phosphate (cleocin), fluconazole (diflucan), medroxyprogesterone acetate (provera), , and surgery (endometrial ablation on (B)(6)2006, (B)(6) 2005 and laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, endometritis, genital haemorrhage, heavy menstrual bleeding, vaginal discharge, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the uterine perforation, haemorrhagic cyst, menstruation irregular, dyspareunia, pelvic discomfort, abdominal pain, intermenstrual bleeding, vulvovaginal pruritus, vulvovaginal burning sensation, back pain, abdominal pain lower, dysmenorrhoea, menometrorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, haemorrhagic cyst, headache, heavy menstrual bleeding, intermenstrual bleeding, menometrorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: insertion detail: the left tube had three trailing coils. The right tube had seven trailing coils. Excellent placement was ensured. From (B)(6)2010 until (B)(6)2012, plaintiff presented women¿s care with complaints of intermenstrual spotting that began in february 2010. She was prescribed provera 10mg and underwent a pelvic ultrasound. On (B)(6)2010, plaintiff presented to women¿s care with complaints of persistent vaginal discharge, itching and burning. She was prescribed diflucan, flagyl and cleocin cream. On (B)(6)2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. She was prescribed motrin 800 mg and lorcet. Patient received treatment for bladder problems an urinary problems. Insertion details-the left tube had three trailing coils. The right tube had seven trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2013: left essure may have perforated tube or uterus. Hysterosalpingogram - on (B)(6)2006: patent left fallopian tube was seen after much pressure was required to pass contrast beyond the essure tube in the left fallopian tube and the right fallopian tube appears to be occluded; on (B)(6)2013: unilateral occlusion (right tube occluded), malposition of essure device. Magnetic resonance imaging - on (B)(6)2006: results: showed a 3-cm hemorrhagic cyst in the right ovary. Pathology test - on (B)(6)2013: microscopic diagnosis: uterus, right and left fallopian tubes uterus (98 grams) cervix; no histologic abnormality. Endometrium: secretory pattern. Myometrium: multiple leiomyomata (1.0 cm. Max). Right fallopian tube, salpingectomy; no histologic abnormality. Left fallopian tube and cyst: fallopian tube with small peritubal cyst.. Ultrasound pelvis - on (B)(6)2013: left essure coil might have perforated the uterus and showed a small fibroid. Ultrasound scan vagina - on (B)(6)2010: endovaginal ultrasound that was unremarkable. No problems were noted in the uterus nor were any cystic structures noted. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, endometritis,pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, menometrorrhagia." Most recent follow-up information incorporated above includes: on 22-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received-new reporter, lab data, medical history, insertion details were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain/ pain/ chronic pelvic pain/pain: pelvic area'), uterine perforation ('left essure coil might have perforated the uterus/malposition of left essure/patent left fallopian tube is seen'), endometritis ('persistent endometritis'), genital haemorrhage ('irregular bleeding') and haemorrhagic cyst ('3-cm hemorrhagic cyst in the right ovary') in a 34-year-old female patient who had essure (ess205) (batch no. 12277338) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes on (B)(6) 2013, cesarean section in 2002, breast lump removal, gravida I, parity 1, leiomyoma nos and paratubal cyst. Concurrent conditions included hypertension since (B)(6) 2013. Concomitant products included insulin since 1981, levothyroxine since (B)(6) 2009, losartan since (B)(6) 2009, metronidazole since (B)(6) 2006 and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 19 days after insertion of essure (ess205). On (B)(6)2006, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("irregular spotting/abnormal bleeding (vaginal)") and pelvic discomfort ("discomfort"). On (B)(6) 2007, the patient experienced heavy menstrual bleeding ("menorrhagia/ prolonged menstrual period with moderate bleeding and some clots/ heavy menses/abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). In february 2010, the patient experienced intermenstrual bleeding ("intermenstrual spotting/ bleeding between periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), menstruation irregular ("irregular menses/ irregular periods"), vaginal discharge ("discharge/ persistent vaginal discharge"), abdominal pain ("right sided abdominal pain"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), back pain ("severe bilateral back pain"), abdominal pain lower ("lower abdominal pain/ left lower quadrant pain"), menometrorrhagia ("recurrent menometrorrhagia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with antibiotics, clindamycin phosphate (cleocin), fluconazole (diflucan), medroxyprogesterone acetate (provera), , and surgery (endometrial ablation on (B)(6)2006, (B)(6) 2005 and laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, endometritis, genital haemorrhage, heavy menstrual bleeding, vaginal discharge, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the uterine perforation, haemorrhagic cyst, menstruation irregular, dyspareunia, pelvic discomfort, abdominal pain, intermenstrual bleeding, vulvovaginal pruritus, vulvovaginal burning sensation, back pain, abdominal pain lower, dysmenorrhoea, menometrorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, haemorrhagic cyst, headache, heavy menstrual bleeding, intermenstrual bleeding, menometrorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: insertion detail: the left tube had three trailing coils. The right tube had seven trailing coils. Excellent placement was ensured. From (B)(6) 2010 until (B)(6) 2012, plaintiff presented women¿s care with complaints of intermenstrual spotting that began in (B)(6) 2010. She was prescribed provera 10mg and underwent a pelvic ultrasound. On (B)(6) 2010, plaintiff presented to women¿s care with complaints of persistent vaginal discharge, itching and burning. She was prescribed diflucan, flagyl and cleocin cream. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. She was prescribed motrin 800 mg and lorcet. Patient received treatment for bladder problems an urinary problems. Insertion details-the left tube had three trailing coils. The right tube had seven trailing coils diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: left essure may have perforated tube or uterus. Hysterosalpingogram - on (B)(6) 2006: patent left fallopian tube was seen after much pressure was required to pass contrast beyond the essure tube in the left fallopian tube and the right fallopian tube appears to be occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded), malposition of essure device. Magnetic resonance imaging - on (B)(6) 2006: results: showed a 3-cm hemorrhagic cyst in the right ovary. Pathology test - on (B)(6) 2013: microscopic diagnosis: uterus, right and left fallopian tubes uterus (98 grams) cervix; no histologic abnormality. Endometrium: secretory pattern. Myometrium: multiple leiomyomata (1.0 cm. Max). Right fallopian tube, salpingectomy; no histologic abnormality. Left fallopian tube and cyst: fallopian tube with small peritubal cyst.. Ultrasound pelvis - on (B)(6) 2013: left essure coil might have perforated the uterus and showed a small fibroid. Ultrasound scan vagina - on (B)(6) 2010: endovaginal ultrasound that was unremarkable. No problems were noted in the uterus nor were any cystic structures noted. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic inflammatory disease, endometritis,pelvic pain, dysmenorrhea, dyspareunia, menorrhagia, menometrorrhagia." Lot number: 12277338 manufacturing date: (B)(6) 2005 expiration date: (B)(6) 2007 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ chronic pelvic pain"), uterine perforation ("left essure coil might have perforated the uterus"), endometritis ("persistent endometritis"), genital haemorrhage ("irregular bleeding") and haemorrhagic ovarian cyst ("3-cm hemorrhagic cyst in the right ovary") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "patent left fallopian tube is seen". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 3 months 3 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("irregular spotting") and pelvic discomfort ("discomfort"). In (B)(6) 2010, the patient experienced metrorrhagia ("intermenstrual spotting/ bleeding between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), menorrhagia ("menorrhagia/ prolonged menstrual period with moderate bleeding and some clots/ heavy menses"), menstruation irregular ("irregular menses/ irregular periods"), dyspareunia ("painful intercourse/ dyspareunia"), the first episode of abdominal pain ("abdominal pains"), vaginal discharge ("discharge/ persistent vaginal discharge"), the second episode of abdominal pain ("right sided abdominal pain"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal burning sensation ("vaginal burning"), back pain ("severe bilateral back pain"), abdominal pain lower ("lower abdominal pain/ left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("recurrent menometrorrhagia"). The patient was treated with antibiotics, antibiotics, medroxyprogesterone acetate (provera), ibuprofen (motrin), vicodin (lorcet), fluconazole (diflucan), metronidazole (flagyl), clindamycin hydrochloride (cleocin), surgery (laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy), surgery (laparoscopically assisted vaginal hysterectomy with a bilateral salpingectomy) and surgery (endometrial ablation on (B)(6) 2006). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, endometritis, genital haemorrhage, haemorrhagic ovarian cyst, menorrhagia, menstruation irregular, dyspareunia, vaginal discharge, vaginal haemorrhage, pelvic discomfort, the last episode of abdominal pain, metrorrhagia, vulvovaginal pruritus, vulvovaginal burning sensation, back pain, abdominal pain lower, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, haemorrhagic ovarian cyst, menometrorrhagia, menorrhagia, menstruation irregular, metrorrhagia, pelvic discomfort, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: from (B)(6) 2010 until (B)(6) 2012, plaintiff presented (B)(6) with complaints of intermenstrual spotting that began in (B)(6) 2010. She was prescribed provera 10mg and underwent a pelvic ultrasound. On (B)(6) 2010, plaintiff presented to (B)(6) with complaints of persistent vaginal discharge, itching and burning. She was prescribed diflucan, flagyl and cleocin cream. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. She was prescribed motrin 800 mg and lorcet. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2006: showed a 3-cm hemorrhagic cyst in the right ovary on (B)(6) 2006, plaintiff underwent a hysterosalpingogram (hsg) test, the report stated patent left fallopian tube was seen after much pressure was required to pass contrast beyond the essure tube in the left fallopian tube and the right fallopian tube appears to be occluded. She underwent a pelvic ultrasound on an unspecified date. On (B)(6) 2010, she underwent an endovaginal ultrasound that was unremarkable. Plaintiff underwent an ultrasound but no problems were noted in the uterus nor were any cystic structures noted. On (B)(6) 2013, she underwent a pelvic and transvaginal ultrasound which indicated the left essure coil might have perforated the uterus and showed a small fibroid. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.